Manufacturer narrative:
The manufacturer previously reported a ventilator's pressure felt low and was not delivering the set volume. There was no harm or injury reported. The device was evaluated at a third party service center and the customer's complaint was not confirmed. The device was found to operate as designed and passed all testing.

Event description:
The manufacturer received information alleging a ventilator's pressure felt low and was not delivering the set volume. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.